Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID: (B)(6). Patient weight is unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: december 17, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during first time use of the variable angle (va) module set, the surgeon experienced difficulty inserting screws for a right fourth metacarpal procedure. A 1.5mm variable angle locking straight plate and 1.5mm cortex screws were being implanted. A total of seven (7) 1.5mm cortex screws were used but only six (6) 1.5mm cortex screws were implanted. As the surgeon began to insert the first screw, the head of the screw stripped and it was backed out, removed and discarded. The remaining six (6) 1.5mm cortex screws were implanted. Four (4) of those screws were challenging to implant; it seemed hard to drill the screws in; it was reported that the patient had very hard bone. The surgeon was trading back and forth between the two drill bits in the new set (1.1mm drill bit 56mm and the 1.1mm drill bit 65mm). After four (4) screws were inserted, it was noted that the 1.1mm drill bit 56mm broke. The drill bit broke off in the bone during the pre-drill prior to putting the screw in. X-rays were taken to determine if the fragment was left in the patient. X-rays showed that the tip of the drill bit was in the bone. The surgeon made a decision not to attempt retrieval of the drill bit tip because it was too small and would be difficult to remove. The surgeon stopped using the two drill bits from the new set and opened the old synthes module hand set and used the 1.1mm drill bit 55mm from that set. The remaining two (2) screws went in easily when using the drill bit from the old set. There was a surgical delay of fifteen (15) minutes. The procedure was completed and the surgeon was satisfied with the stability of the construct. Concomitant devices reported: 1.5mm variable angle locking straight plate (part 02.130.251, lot unknown, quantity 1); 1.5m cortex screw (part 02.214.109, lot unknown, quantity 1); 1.5mm cortex screws (part 02.214.110, lot unknown, quantity 4) and 1.5mm cortex screw (part 02.214.111, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the drill bit (part number 03.130.202, lot number f-18999). The subject device was returned with the complaint condition stating the distal tip has sheared off and was not returned for evaluation. The as received length of the returned broken drill bit measures 51.16mm (calipers ), therefore the sheared off fragment would be approximately 4.75mm in length using product drawing as reference. Whether this complaint can be replicated is not applicable as the returned drill bit is already broken. However, only the 03.130.202 drill bit was received at customer quality (cq) for evaluation. This complaint is confirmed. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed for the returned drill bit as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended.no non-conformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A drawing was reviewed during this investigation. No product design issues or discrepancies were observed. The most likely root cause for this complaint is use of a dull/worn drill bit and too much pressure exerted or off axis pressure while using a dull/worn drill bit leading to it breaking. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.